Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced severe cardiomyopathy, left bundle branch block and left subclavian occlusion. The right ventricular (rv) lead exhibited chronic pacing. The right atrial (ra) lead exhibited performance issues. The ra and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.